Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and not replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound. The device has been explanted and not replaced.